Event description:
The patient reported that the pump dispensed insulin during load cartridge phase. The patient reportedly noticed this issue the same day as going swimming and noticing moisture behind the screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time; 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, the display screen was found to be leaking and moisture damage was found inside the pump.